Event description:
A selective angioplasty procedure was performed late in the day. During access, the physician initially punctured the vein, repunctured and obtained arterial access; a 6f sheath was placed. Significant oozing was noted during the procedure, so an 8f angio-seal device was deployed following a pre-placement angiogram. Shortly thereafter, the pt developed hypotension and the pt's hemoglobin dropped from 14 to 9. The pt developed disseminated intravascular coagulation (dic) and retroperitoneal bleeding and was transferred to the o.r. Where the proximal inguinal ligament was repaired. The pt's condition declined, requiring fluid and resuscitation; the pt expired the following day. The sjm sales rep received info from the charge nurse indicating the predeployment angiogram was perfect, however, the pt reportedly had a strange anatomy. During deployment, the collagen hit the inguinal ligament due to the ligament being low. The charge nurse stated the hospital staff did not assess the pt in a timely manner. Also, the procedure was done late in the day and there were changes in staffing.